Manufacturer narrative:
Examination of the submitted packaging confirmed the reported damage. The root cause is packaging material related. No corrective action required, as a previous packaging change in january of 2004 was implemented to make the package more robust. The current complaint sample was manufactured prior to the packaging change in 2004.

Event description:
Observation of theatre staff: outer pouch was intact, but inner sterile pouch was damaged.